Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the cordless driver high speed bur attachment heated up during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The failure for overheating was not confirmed as the product is not available for evaluation. Device is scrapped by the user facility.

Event description:
It was reported that the cordless driver high speed bur attachment heated up during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.